Event description:
Pt developed contact dermatitis following the use of chloraprep one-step pt preoperative skin preparation prior to surgery to remove an atypical breast malformation from her left breast. The contact dermatitis was successfully treated by the pt's physician with no known permanent impairment.